Manufacturer narrative:
No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device remained implanted; consequently, a direct product analysis was not possible. Without additional information it is impossible to further investigate this event.

Event description:
On an unknown date in (B)(6) 2013, two gore hybrid vascular grafts were implanted in an aortic debranching procedure. The hybrid grafts were used for bypassing both renal arteries. The implantation was successful. It was reported to gore that later the same day, one of the hybrid grafts occluded. A thrombectomy procedure was not successful and the kidney had to be removed. The graft remained implanted. It was stated that the graft was not kinked. The debranching was planned to be done in two sessions within a couple weeks, therefore, the patient was fully heparinized instead of double platelet anti-coagulation.